Event description:
It was reported the patient was unable to adjust stimulation. They saw the ¿call your doctor¿ icon with the power on reset (por) condition. Their stimulator had moved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v855089, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).